Event description:
It is reported that during surgery in 2008, the suture was not attached to the anchor because it had broken. Surgery was completed with another device.

Manufacturer narrative:
This report will be amended, when our investigation is complete.